Manufacturer narrative:
The subject device was discarded by the user facility and not returned to omsc. The exact cause of the user¿s experience could not be conclusively determined. Since the subject lot was unclear, the manufacturing records of the six months lots before the event date was checked and nothing abnormal detected. The user facility reported that there was no abnormality in the subject device. Therefore, contacting the hot probe just after stopping output resulted in this event. The instruction manual of the device has already warned as follows; - the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. - to prevent injury of the surgeon, surgical staff and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object such as a drape while not in use. Also do not leave the thunderbeat in contact with tissue, the patient or a flammable object such as a drape after output. Otherwise, burns of the surgeon, surgical staff or patient¿s tissue can be burnt or a fire hazard may result.

Event description:
During endoscopic thyroid tumor removal, when a surgeon passed tb-0520ic to a nurse, the device touched her gown and she suffered a slight burn on her arm. She changed into a new gown and continued the procedure. The surgeon exchanged the subject device for new tb-0520ic and completed the procedure. The burn was minor and a continuous treatment was unnecessary.